Manufacturer narrative:
H3, h6: the reported 72203697 healicoil regenesorb, 4.75mm suture anchor intended for use in treatment, was not returned for evaluation. The complaint states: ¿during a rotator cuff repair surgery, the 4.75mm helicoil suture anchor broke¿. An exact root cause cannot be determined with confidence; however factors that could have contributed to the reported event include: using excessive force. The instruction for use states: ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
One healicoil regenesorb 4.75mm suture anchor used for treatment was returned for evaluation. The inserter was returned undamaged. Suture and partial anchor were returned separated from the inserter. There were segments of proximal threads missing. The symptoms align with excess torque applied and loss of axial alignment. No root cause related to the manufacture of this device was confirmed. Product met specifications upon release to distribution.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the 4.75mm healicoil suture anchor broke. The implant was successfully removed by suction. The procedure was successfully completed without delay using a back-up device into an additional bone hole. No patient injuries or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.